Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article that during a surgery a patient experienced calcar fracture above the lesser trochanter during insertion of the femoral stem. Medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Conclusion summary calcar fracture cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefor not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. Further, it is unknown, whether the surgeon is familiar with the surgical technique and if it was followed. An exact root cause could therefor not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem on an unknown date. It was reported that the patient sustained a calcar fracture during stem insertion. The patient was treated with a cerclage wire, and the stem was found to be stable.